Event description:
Report received of a user error in programming, resulting in an overdelivery of morphine. The nurse intended to program the pump in the pca only mode with a loading dose of 5ml, a pca dose of 1ml, an 8 minute lockout, and a 1-hour limit of 10ml. It was reported that the nurse programmed the pump to deliver an unspecified concentration of the morphine at a continuous rate of 5ml/hr, instead of a 5ml loading dose as prescribed. Approximately 2.5 hours after the patient's therapy had been initiated, the nurse discovered 18.9ml of morphine had been delivered. The reporter stated that the patient experienced "a decreased respiratory rate to approximately 16-18 times per minute." The infusion was stopped. It was reported that the patient was "a little more sedated than preferred, though the amount infused was within the parameters of the physician's orders." There was no medical intervention required. The patient recovered and has been discharged home. Although requested, no additional information was provided.